Manufacturer narrative:
This is a duplicate report of 1818910-2011-09819. This report, 1818910-2013-10527, will be rejected. 1818910-2011-09819 will be kept for investigation purposes.

Event description:
Maude report (B)(4) submitted by an attorney states that after a pinnacle metal-on-metal hip was implanted, a patient had pain, discomfort, large fluid collection, difficulty eating/significant weight loss, elevated blood metal levels. Upon revision, soft tissue reaction and insufficient bony ingrowth with displacement of the acetabular component was noticed, as well as chronic inflammation and necrotic debris/soft tissue.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.